Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the transplant coord that the pt's pump was exchanged due to suspected pump thrombus.

Manufacturer narrative:
The pump was returned to the manufacturer assembled with the percutaneous lead cut approximately 2.5¿ from the pump housing. Approximately a 24¿ section of the distal portion of the percutaneous lead adjacent to the metal connector was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port; however, the sealed outflow graft and outflow graft bend relief were not returned. Visual examination of the outflow elbow prior to disassembly of the pump revealed no evidence of thrombus formations or depositions. Examination of the rotor inlet upon disassembly revealed a thrombus formation surrounding the rotor bearing ball. Its laminated structure and areas of denaturation indicate that this thrombus formation likely developed over an undetermined period of time while the pump was supporting the patient; however, a specific cause for the development of the observed deposition could not conclusively be determined through this evaluation. Upon removal of the observed deposition the pump was cleaned. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. An electrical continuity test of the returned portions of the percutaneous lead was conducted and all wires were found to be electrically intact. The retrieved data from our testing revealed normal pump power consumption comparable to what was recorded during the manufacturing process and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient states ldh continues to increase along with ast; hemoglobin decreasing.